Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. The non-pump drugs were clonazepam for seizures, hydromorphone for pain, oxycodone, and trazodone. The pump's indication for use (IFU) was spinal pain. The consumer stated that the catheter was replaced on (B)(6) 2016 because it was kinked and hadn't been working. The consumer reported being told by the patient that there was also a staphylococcus infection in the pump and the healthcare professional (hcp) "flushed" the pump out when the patient went in for the revision on (B)(6) 2016. An attempt for clarification was made, but the consumer stated that she did not know any details. The change in therapy/symptoms was reportedly sudden. The consumer stated that she also questioned how the infection could possibly be in the pump. A supplemental report will be provided if additional information becomes available.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2016 and it was reported that this hcp was not aware of an infection, but if there was an infection it was resolved. With regards to the catheter kink, it was reported that the pump flipped and attempts to flip it back were unsuccessful. The patient was referred back to the implanter. The symptom related to the kinked catheter was inadequate analgesia. The diagnostic performed was fluoroscopic imaging in cooperation with the implanting physician over the phone. The cause for the kinked catheter was "loose abdominal wall".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-aug-2016 from a healthcare professional and it was reported that the catheter was coiled and kinked. There was no confirmed infection; it was not infected. The pump was revised and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.